Manufacturer narrative:
Received one speedband superview super 7 device for analysis with residue present indicating use. A visual examination of the ligator head found all 7 bands present and in proper position. There was no issue with the ligator head teeth and the irrigation tube. The suture loop was broken with a small portion attached to the trip wire loop. It was noticed that the trip wire had been pulled distally causing the proximal loop to be retracted back through the handle post and out of the spool hole. The crimp of the trip wire proximal loop ended adjacent to the septum. The trip wire was intact and unbroken. A functional evaluation of the handle was performed by turning the handle knob at 180 degrees and an audible click was heard. No issue was noted with the handle assembly. Based on the evaluation of the returned device, sequence of initial setup steps outlined in the dfu were not properly followed. Therefore, the most probably root cause is user/use error. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A search of the complaint database revealed that no other complaints exist for the specified lot. (B)(4).

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an esophageal variceal ligation procedure performed on (B)(6) 2016. According to the complainant, during preparation, the nurse found that the tripwire was broken. The procedure was completed with a different device. No patient complications were reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4) for the reported issue of trip wire broken. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an esophageal variceal ligation procedure performed on (B)(6) 2016. According to the complainant, during preparation, the nurse found that the tripwire was broken. The procedure was completed with a different device. No patient complications were reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.